Event description:
It was reported to philips that the heartstart xl defibrillator showed a report error of unable to charge. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.